Event description:
Allegedly the unit is not lowing at a steady rate once starting the decent, however the daughter stated that she has to push the boom down to get the unit to lower her mother.

Manufacturer narrative:
.